Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (unknown) related to cold temperature during maintenance activity.there was no patient involved.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Functional verification testing on the unit was completed by a livanova field service representative without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: issue was not reproduced by livanova field service representative during technical intervention. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2014.based on the information available, it cannot be ruled out that the issue occurred on the cardioplegia side. In fact, patient side has one display for temperature, cardioplegia side instead has two displays one for cold and one for warm temperature.taking into account that no error was reproduced by livanova technician, the most likely root cause of complained event could be a temporary/intermittent internal electrical failure as a false contact or bad connections which was definitively fixed by service technician throughout the equipment check and/or the reported condition was due to priming phase.

Event description:
See initial report.